Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an endovascular abdominal aortic aneurysm repair on a (B)(6) year old male patient, the radiography revealed that the stent failed to open at the desired position. The device was removed and the procedure was converted to abdominal aortic aneurysm artificial vascular replacement. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Adverse event and product problem. Clinical image review. Evaluation- a review of the complaint history, device history record, documentation, instructions for use (IFU), quality control, specifications and trends was conducted. Imaging was conducted. There is no evidence to suggest product was manufactured out of specification. The device was not returned to assist with this investigation. Imaging was received and reviewed. The image review stated multiple important observations about this case. Firstly, it can be seen that the patient had a "severely tortuous likely funnel shaped neck well outside of the IFU in regards to angulation. The neck was s-curved with a suprarenal aortic to infrarenal neck angle of 65 degrees and neck to aneurysm angle of 120 degrees." According to the IFU, the suprarenal aortic to infrarenal neck angle should be no more than 45 degrees, and the neck to aneurysm angle should be no more than 60 degrees, showing that the angles presented by the patient were significantly higher than recommended. The sealing zone was also highly tortuous; "it was tipped to the left and inferior beyond the horizontal. The seal zone was neither straight nor uniform in diameter but rather a curved funnel traveling from left to right and dipping inferior. It was 24 mm in diameter at its mouth and 16mm at its exit. The left wall was 24mm long and the right 12mm." The IFU also stated that the proximal aortic neck should be greater than 15mm, which it was only true for the left wall, and that the patient should not have an inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck length), which was also present in the patient. It could also be seen that the suprarenal stent tips were deployed at the renal arteries, making it so the base of the suprarenal stent and the top of the sealing stent were constricted and crowded, likely due to angulation induced twisting. Further, this prevented the sealing stent expansion and proximal sealing, most likely causing the type ia endoleak seen in the images. The images show that the main body was likely deployed an entire stent length lower than planned. The angles of the patient's anatomy made the unsheathing and suprarenal stent deployment difficult to predict, due to both the suprarenal aortic angulation and neck to aneurysm angulation being well outside the IFU. Based on the image review and the complaint file information, the root cause is "procedure related - patient condition contraindicated use of product," due to the fact that the suprarenal aortic to infrarenal neck angle, the neck to aneurysm angle, the shape of the seal zone, and the length of the seal zone were all outside of the IFU.